Event description:
It was reported that during the trial the patient turned stimulation up to ¿10¿ and it was painful. It was further reported that the patient was having concerns regarding their device or therapy but was working with their health care provider (hcp) or the manufacturer representative. The patient would have appointments on 2014-(B)(6) to 2014-(B)(6). It was later reported that the patient¿s hcp said they kept the same lines in from the trial and during the surgery they saw one side was bad, but the other side was good when they put the permanent implant in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).